Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing pneumonia and bronchitis while using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient experienced pneumonia and bronchitis twice while using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed unknown dust contaminant on the flip doors, top enclosure, rear panel, ui panel, bottom enclosure, inside iso port, blower, blower box and blower seal. Observed hair like particles on top enclosure, ui panel, bottom enclosure and in rear panel. Evidence of liquid ingress with unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box. Keratin-like substance was observed on the blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and unable to address any symptoms addressed by patient. The manufacturer observed dust/dirt contamination in the device and are consistent with being from an external source. Evaluation method code, component code grid, evaluation results code and conclusion code grid has been updated.